Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non-cordis sheath and device were pulled back completely. The devices were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the sheath and the exoseal after indicator wire deployed. The indicator did not show any black or red during retraction. The user stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. A retrograde approach was used. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was reported as healed. A 5f catheter sheath introducer was used, and the target femoral site had not been previously closed with any closure device or manual compression within the prior 30 days. This was an interventional procedure. The physician achieved certification on the use of exoseal. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the color of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non-cordis sheath and device were pulled back completely. The devices were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the sheath and the exoseal after indicator wire deployed. The indicator did not show any black or red during retraction. The user stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. A retrograde approach was used. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was reported as healed. A 5f catheter sheath introducer was used, and the target femoral site had not been previously closed with any closure device or manual compression within the prior 30 days. This was an interventional procedure. The physician achieved certification on the use of exoseal. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a delivery shaft ¿ kinked/bent condition was observed, located 15.0 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The results obtained were within specification. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window reached the black/white/red position. A high magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.